Manufacturer narrative:
The following sections were updated or answered: d1 brand name; d3 manufacturer name and address; d4 unique identifier (UDI) #; d4 expiration date #; g4 PMA/510(k)number; h6 evaluation codes. Investigation summary: samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The lot was manufactured between 10feb2024 and 12feb2024. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the safety needle mechanism did not work.